Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device relative to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, resistance was encountered when lifting the lever to deploy the foot. Some force was applied and the lever broke which resulted in a suture break. A second proglide device was used and resistance was encountered again when lifting the lever to deploy the foot. A surgical cut down was performed and the artery was sutured close and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Although the name of the physician was provided, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide device is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified left common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was returned. The reported failure to deploy the foot could not be confirmed as the foot was deployed during returned device analysis with no resistance noted. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy the foot and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the filed initial medwatch report, additional information was received indicating: it was reported that prior to an interventional endovascular aneurysm repair (evar) procedure, suture placement was attempted in the moderately calcified left common femoral artery with a proglide device using the preclose technique. Reportedly, after pulsatile blood flow was observed, resistance was encountered when lifting he lever to deploy the foot. Some force was applied and the lever broke. A second proglide device was used and resistance was encountered again when lifting the lever to deploy the foot. The arteriotomy was 7f and the sheath was upsized to 16f for the interventional procedure. The interventional procedure was completed and a cut-down procedure was performed to close the artery to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.